Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the main coil was broken/fractured, stretched and kinked/bent. It is probable that the main coil was broken/fractured from the delivery wire as a result of friction that was experienced during use. The investigation concluded that an assignable cause of operational context will be assigned to the observed main coil break, stretch and kink.

Event description:
Device analysis revealed that the main coil was broken. There were no consequences to the patient.